Manufacturer narrative:
Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Finally, the device was not available for evaluation despite due diligent attempts. Without return of the product, a complete investigation of the reported event is unable to be performed. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. There are manufacturing controls related to the reported malfunction. Patient demographics unable to be obtained.

Event description:
As reported, before use in patient, this flotrac sensor displayed inaccurate values. No further information is available. There was no allegation of patient injury.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.